Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test. Device received with cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test. Device received with cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring was missing. The customer¿s blood glucose level unknown. The customer also reported that the reservoir lip ring was damage. The customer also reported that the insulin pump had cosmetic damage. The customer reported that the reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.